Event description:
Information was received indicating nine cadd administration sets constantly showed overpressure on the pump, all error messages were checked, and the error message could not be resolved. It was reported the end user replaced the lines with no change, after changing the disposable to a different administration set the unit no longer displayed an error message.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating nine cadd administration sets constantly showed overpressure on the pump, all error messages were checked, and the error message could not be resolved. It was reported the end user replaced the lines with no change, after changing the disposable to a different administration set the unit no longer displayed an error message.

Manufacturer narrative:
Other text: evaluation completed updated h6. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no obstruction was detected in the any of the joins. Functional testing performed, the sample was connected to the pump and no alarm displayed, product was fully prime thus, the failure mode is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected.